Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that high impedances over 12,000 ohms were observed on electrode 2 during the patient¿s implantable neurostimulator (ins) replacement. The rep stated that the physician elected to not replace the lead. Only the ins was being replaced due to standard end of life (eol). They indicated that programming post-op did not utilize electrode 2, which was successful. No issue was resolved at the time of the report. No further complications were reported or anticipated.